Event description:
It was reported that the valve was explanted after an implant duration of approximately 3.5 months due to prosthetic valve endocarditis with annular abscess. Per the op report, this patient was recently admitted with cerebular stroke. He was later found to also be in heart failure with pulmonary edema. An echo revealed severe aortic insufficiency. A pre-op transesophageal echocardiogram revealed a large perivalvular leak with what appeared to be an abscess cavity. Therefore, the patient was scheduled for redo-aortic valve replacement. During explantation of the valve, vegetations were noted on the ventricular surface of the leaflets. The device was removed and the annulus was debrided and a subannular abscess cavity was identified. This was thoroughly debrided and irrigated and a pericardial patch was sewn in place. A new edwards bioprosthetic valve was then implanted. No operative complications reported.

Manufacturer narrative:
(B)(4). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, there have not been any allegations of a malfunction or deficiency related to the explanted valve. There is insufficient information to conclusively determine the root cause of this event; no further actions are possible.